Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support. Multiple requests for additional information were made; however, no further information was provided. The report of a gradual increase in pump power was confirmed based on the evaluation of the submitted system controller log file. The log file captured an upward trend in power and calculated flow levels and a downward trend in pi; however, a specific cause for the changes in pump parameters could not be conclusively determined. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference MFR report # 0002916596-2012-01104 for the report of the pump exchange due to suspected thrombus. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that upon system controller interrogation, there was a gradual rise in pump power and pump estimated flow values. A low flow alarm was also recorded. The patient had a previous pump exchange on (B)(6) 2012 due to thrombus. No clinical symptoms were reported. The submitted log file was reviewed by a representative of the manufacturer's technical services team. An increase in pump power was observed within the approximately 12 days of data. Additional information was requested, but was not provided.